Event description:
The key failure is the valve is not shifting. Additional reportable malfunction as stated on the irs is no alarm from the power switch (aka on/off switch).

Manufacturer narrative:
(B)(4) 2015 this product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed. No end user involvement.